Event description:
It was reported that a malfunction occurred on the pump, displaying malfunction code 9. The issue caused the customer¿s blood glucose level to reach 430 mg/dl. The customer planned to administer a correction bolus after the pump was reset. Technical support provided information on resetting the pump and assisted the customer in doing so. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue arose again.